Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the doctor noticed some charring above the electrode. The char was on the tip above the electrode. The char was between tip electrode and electrode 2 at the plastic ring separating the electrodes. The physician did not see any error messages, or temperature/flow issues on the catheter. The generator parameters were: qmode+, 90w, temperature target: 55°c, and temperature cut off: 65°c. The patient was anticoagulated with an act (activated clotting time) of >300. The act was maintained throughout the case. The correct catheter settings were selected. Normal heparinized saline was used for irrigation. The physician considered the char as excessive based on their clinical experience. The doctor estimates the risk to be increased. However, no patient consequences were reported.

Manufacturer narrative:
On 28-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the doctor noticed some charring above the electrode. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char residues in the dome area. A microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. A temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31437500l and no internal action related to the complaint was found during the review. The char, thrombus/ clot issues reported by the customer were confirmed. The potential cause of the char could be related to the procedure, however this could not be conclusively determined. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).